Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of low voltage alarms was confirmed via submitted log files; however the reported event of power cable damage was unable to be confirmed. Submitted log files revealed multiple atypical intermittent power cable disconnect and low voltage alarms throughout the log file. The alarms were associated with relative state of charge (rsoc) invalid faults. There were no other notable alarms active throughout the reported event date. Pump operation was not affected. The system controller (B)(6) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event (including if the alarms resolved with a controller exchange, pictures of the power cable damage, and if product would be returned); however, no additional information was provided. A root cause of the reported events was unable to be conclusively determined through the investigation. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented to clinic due to low voltage alarms. The patient could not tell which power cord was alarming and said the alarms occurred while in various positions. It was noted that the patient had recently received new battery clips, and the alarms still occurred on the new battery clips. The site reported worn power leads. Log files were submitted for review. The event log file captured numerous low voltage advisories and a few low voltage hazard events. There was also some random power cable disconnect events that were not associated with power source changes. All the events occurred while the patient was utilizing battery power.

Manufacturer narrative:
Section a4: patient weight was requested. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.